Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A literature article reported that a patient experienced a visually disturbing contraction of the anterior capsular opening three (3) years and 3 months after having an intraocular lens inserted in the eye. The patient was treated with the neodymium-doped yttrium aluminum garnet laser. Glistening, anterior/posterior capsular opacification and incidence of nd:yag laser treatments with two aspheric hydrophobic acrylic intraocular lenses ¿ a long-term intra-individual study authors: bjorn johansson journal: acta ophthalmol. 2017:95: 671-677. Additional information has been requested but none is expected.